Manufacturer narrative:
The calibration data was within the specifications. Gel particles were found in the sample probe. The field service engineer exchanged the sample probe. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (gel particles were found in the sample probe) at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with calcium gen.2 (ca2) assay on a cobas c503 analytical unit when compared to a different cobas c503 analytical unit. Initial result: 3.12 mmol/l. 1st repeat result: 2.54 mmol/l (tested with automatic rerun). 2nd repeat result: 2.56 mmol/l (tested on another c503). No questionable result was reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The ca2 reagent expiration date was not provided. The cobas c503 analytical unit serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The field service engineer noted a large number of abnormal aspiration (sample pipetter s1) alarms. The investigation is ongoing.